Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left main artery. A 32 x 3.00 promus premier drug-eluting stent was advanced and placed. However, as per angiography images, a few stent struts were fractured and the proximal segment lodged in the aorta. The physician placed another device to cover the fractured struts to complete the procedure. No patient serious injury nor complications were reported.